Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the device. The customer has indicated that the device will be sent back to zoll for repair.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 catalog # removed, and d4 primary UDI # updated. Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to cold solder joints on a connector on the user interface module (uim) board. The uim board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.